Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported irrigation did not flow prior to a procedure. There was no pt involvement. The case was completed with an alternate sys. Additional info has been requested.